Event description:
Manufacturer narrative: no device failure or malfunction. The root cause of the event is user error. The system did not fail to meet specifications. This is confirmed from the customer statement below. The system labeling was reviewed and deemed correct and adequate. Appropriate instructions for patient monitoring during scanning exist. This is a report of serious injury of a patient. There is no additional report of operator or other person injury. Regarding the acronym submitted by the customer below, the phs is defined as the patient handling system and refers to the bed that the patient lays on during scans. Customer narrative: during a cardiac scan a heavy weight patient moved and fell off the phs, partially getting stuck between detector and phs, then landing on the floor. The patient sustained fractures of right shoulder and left wrist. The customer stated the ecam camera functioned as designed and stopped all movements. The customer does not blame the equipment for the incident.